Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition with no appearance of any physical damage. The event history log confirmed ¿system advisory base task timeout¿ occurred. Functional testing was unable to replicate the reported issue. Base task timeout is an advisory alarm and not a device issue. No repair was needed due to no problem found on speaker. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a system failure. The product fault occurred during setting up stage. There was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.